Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, during firing, the stapler fired but it was stuck. Surgeon tested for air leak and it was leaking all over. There were two complete donuts after checking. Surgeon suspected that the staple was not deployed but it cut. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received indicating that the device had fully fired? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Did the surgeon report any differences in the way the device fired? Were there staples seen in the operative field? If yes, what was the appearance of the staples? When was the safety removed prior to firing? Just for clarification, the stapler fired, but it was stuck. Was the device difficult to remove from the patient? After firing was the adjusting knob turned ½ to ¾ revolution? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? What was the condition of the tissue? Who fired the device? Who removed the device? Response from the affiliate: what confirmation was received indicating that the device had fully fired? Audible and tactile feedback from washer where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unsure, but orange indicator well within the green zone surgeon closed the device until finger tight, waited for 20 seconds and further tighten until finger tight. Did the surgeon report any differences in the way the device fired? Yes, the moment he felt the tactile feedback, he knew something was wrong. Unfortunately, he was unable to further elaborate on what was wrong except that it didn¿t feel right. Were there staples seen in the operative field? If yes, what was the appearance of the staples? He wasn¿t sure, he didn¿t observe. When was the safety removed prior to firing? Yes. Just for clarification, the stapler fired, but it was stuck. Was the device difficult to remove from the patient? Correction, stapler was not stuck. It functioned as intended, but the tactile feedback didn¿t feel right. It came off as per normal. After firing was the adjusting knob turned ½ to ¾ revolution? Adjusting knob was turned ¾ revolution was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. What was the condition of the tissue? The tissue looked healthy. Who fired the device? The surgeon himself. Who removed the device?the surgeon himself. Has the person firing been trained on how to use ees circular devices? Yes. How was the case completed? Anastomoses was sutured laparoscopically.